Event description:
After implantation, it was noted that fluid did not flow through the device. The device was removed. Doi and dor unknown. Further information would be provided as soon as jjkk received from the facility. Additional information received (B)(4) 2014; the product code is still unknown, but it is clear that the implanted valve was removed from the patient¿s body in this event. ¿the device¿ refers to the valve, not bulb.

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.